Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fainting episode, he fell and hit his head. They have a bump on his head and he is feeling occasional electrical shocks across his chest and neck. Troubleshooting was not performed. The physician doesn't have dbs clinician device to check implant.